Event description:
Information received indicates a blood leak was noted coming from the gas outlet port immediately after the start of support. The unit was not initially replaced. After an unknown length of service of service life, the product was replaced with no report of patient complication.

Manufacturer narrative:
F.10 - codes: patient codes: #2199 - na. Device codes: #1354 - labeled. #1530 - labeled. H6 codes: evaluation method code: #86 other = device history reviewed. Results code: #100 other = device history review found the product met specifications when released for distribution. Conclusion code: #68 other = cause of event has not been determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." H3 analysis: testing for leakage was performed and revealed no apparent leaks. Further investigation involved dissection of the unit which showed a large blood stain on the inside of envelope near the end wrap at end seam. A vacuum test was then performed which did not show a leak in the blood stained area of the end seam. Although we could not reproduce the leakage, the blood stained area confirms that the unit leaked at some time during use. The device history was reviewed and showed the product met manufacturer's specifications when released for distribution. Conclusion: although there was evidence of a leak at one time, it could not be reproduced. Cause of the event is unknown.